Manufacturer narrative:
The insulin pump had blank display due to corrosion on lcd board. The pump was unable to perform idle current test, run current test, self-test, off no power test, error test, and basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The pump was received with minor scratched display window and cracked reservoir tube lip. The pump was received without original battery cap. The test battery cap fit properly with battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had moisture damage. The customer's blood glucose level was 8.4 mmol/l at the time of the incident. The customer stated that he changed the battery a week ago and the pump would not turn on. The customer reported condensation inside the screen. The product was returned for analysis.